Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unknown cause. The cause of the peritonitis was not reported. Two days after the date of peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies, and routes were not reported). At this time, the peritonitis was reportedly resolving and the patient was recovering. Ten days after onset, the patient passed away due to an unknown cause. It was not reported if the patient recovered from the peritonitis prior to death. Dianeal and extraneal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.